Event description:
It was reported that foreign matter was found in the bd durasafe¿ tray. The following information was provided by the initial reporter, translated from chinese: "opened the package and found impurities in the box.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-oct-2022. Investigation summary a device history review was conducted for lot number 2048492. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted by the facility was reviewed by our quality engineers, who determined that the identity of the foreign matter was hair from the clothing of one of our operators.

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd durasafe¿ tray. The following information was provided by the initial reporter, translated from chinese: "opened the package and found impurities in the box".